Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cables at the c-arm module and the workstation. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an intermittent communication error message. No pt injury was reported.